Event description:
It was reported that the lead exhibited an elevated capture threshold. The lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Evaluation description: analysis was normal. No anomaly was found.